Event description:
A malfunction was reported on the pump, noted with a specific malfunction code and fault ID. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy while waiting for a replacement pump, which was sent by cts. Additionally, instructions were given for putting the defective pump into storage mode and returning it to tandem.